Event description:
The pt was revised because of infection. Medical records were received. The postoperative diagnosis states: problematic left total hip replacement with metal-on-metal bearing component-induced osteolysis and late instability of the total hip replacement. The complaint was reopened to update the MDR decision.

Manufacturer narrative:
Update: (B)(4) 2011 - follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. Medical records were supplied. The newly provided medical records revealed a positive culture confirming infection. Review of the medical records did not confirm the reported osteolysis. The investigation could not draw any conclusions about the root cause of the infection. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec (3/27/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, metallosis and fluid build-up. We are reporting all products due to infection being alleged.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the acetabular cup. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Other reports were identified in the search against the femoral head and/or metal insert. Per procedure, these devices are exempt from device history record review. No other reports were identified in the search against the remaining product/lot code combinations. X-rays were received and reviewed with nothing indicative of a device nonconformance found. The patient was initially implanted with depuy device in january 2005 and revised for infection in july 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than four years post primary implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 7/3/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed infection and osteolysis. While removing the sleeve a nondisplaced crack on the greater trochanter was noticed. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.